Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). The customer's report of a break resulting in a leak was confirmed. The male luer tip of the codan secondary set was observed to be broken and remained inside the smartsite valve. The male luer tip inside the smartsite kept the smartsite valve open, resulting in a leak. The smartsite was determined to be within specification. The root cause of the male luer tip breaking off inside the smartsite was not identified. The manufacturer of the secondary set, codan, has been notified of our findings.

Event description:
Per customer's medwatch report: "patient receiving flagyl IV. Upon removing piggyback tubing at y-site at completion of infusion, the connection port seemed to be broken as saline was spewing out of it. New tubing obtained. The previous tubing had been in use for 30 hours (this tubing is normally used for 72 hrs). No harm to patient." Manufacturer's report date: april 13, 2011. (B)(4).